Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet system after becoming more active, with the lowest reported value of 60 mg/dl, and had been pausing the ilet when glucose was low; education was provided not to pause the system for lows, the user synchronized data, and a clinician provided further assistance including consideration of cgm target adjustment. Symptoms included weakness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of synchronized device data and clinical consultation. Investigation of this case revealed user technique and use error related to pausing insulin delivery during hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial, including increased activity and user interaction with the system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.